Manufacturer narrative:
Additional narrative: one (1) torque wrench were returned to the complaint handling unit (chu) for evaluation. Visual examination of the torque wrench revealed significant damage with severe indentation marks and other damage generally associated with extensive use. Functional analysis of the torque wrench revealed that the knob on the wrench is stuck at 80 in-lb positions and can¿t be changed to other torque settings. Torque test was conducted and it was found that 4 readings were way above that usl of 87.2. The wrench was found out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The torque wrench has a potential field age of 10 years. It has been extensively used based upon its worn appearance, and was likely subject to numerous auto clave cycles. Oxidation can occur within the instrument's internal mechanism as a result of repeat auto clave cycles. Failure to lubricate the instrument can lead to a possible scenario of pin starting to gouge the inner surface of the torque body which overtime result in binding and difficulty in turning the knob. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torquing of the wrench can be attributed to general wear and tear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery to implant an expedium spine system to the th8-l1 for the th11 fracture was performed on (B)(6) 2015. During the periodical check-up, it was found that the set screws of both side of the th8-9-10 (6 screws) were being backed-out. It was also found that the set screws of both side of the th11-12-l1 (6 screws) were being loose. The revision was therefore performed on (B)(6) 2016 to replace the set screws. During the surgery, the surgeon checked that if the set screws were cross-threaded, but did not find any problems. The surgery was successfully completed without a surgical delay. The surgeon noted that, although there was a possibility that the final tightening of those set screws might have been forgotten, the possibility of the set screws not properly tightened due to the anomaly of the reported torque handle could not be ruled out either. The surgeon thus requested the torque handle to be investigated as well.